Event description:
The clinician reports the implant was inserted 2023-04-14 in ada 8. Details of surgery: implant surface not completely covered with bone. On 2023-08-12, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and bleeding. No further patient complications were reported.